Event description:
It was reported that the customer had low blood glucose levels of 46 mg/dl. The customer also reported a weak signal alert and a lost sensor alert from the insulin pump. Troubleshooting was done. The customer reported a bent sensor. No additional information was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please refer to manufacturer's report no. 2032227-2014-72238.